Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult catheter removal was inconclusive due to unknown conditions during use. One 4 fr powerpicc solo catheter was returned for evaluation. The catheter extended up the 47 cm depth marker. The catheter appeared to have been trimmed; however, the distal end of the catheter was observed to be compressed and oval shaped. An extension set was attached to the hub of the catheter and was difficult to remove. No apparent damage was noted on the surface of the catheter. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion. No leaks were observed. The catheter had a slight curve near the 35 cm depth marker. No biological material was observed which may have contributed to the reported event. The outer diameter of the catheter was measured at the 20 cm and 33 cm depth markers from a side profile view. The outer diameters were found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include removal technique, fibrin sheath formation, and patient condition. Since no apparent issues were observed on the catheter which may have contributed to event were observed, the complaint remains inconclusive at this time. A lot history review (lhr) of redx2472 showed no other similar product complaint(s) from this lot number.

Event description:
Patient reported that he was instructed to go to the ER because his PICC line was unable to be removed at home by 2 different home health nurses. The PICC was removed in the ER and several xrays were taken. He was discharged and informed that no fragments of the PICC were located. He was also informed that the length of the PICC was the same length as what was noted in placement of the device.